Event description:
Four implants were placed 5/31/96. All were removed 3/12/97. The site for this implant was a grafting site. Pt was a heavy smoker and refused to stop at all. No infection was noted. See also 97-307a and 97-307c. One person affected.